Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is not known that the patient was revised due to loosening.

Manufacturer narrative:
Review of the device history records for the tibial component did not identify any deviations or anomalies. Insufficient information was available to conduct a device history record review for the bone cement. This device is used for treatment. A product history search for the part and lot combination of the tibial component identified no other complaints. The lot number of the bone cement is unknown and could not be checked for previous complaints. Primary operative notes indicate the surgeon was pleased with tracking and balancing in flexion and extension. Patient visit notes dated (B)(6) 2015 indicate that x-rays showed well fixed components and possible medial subsidence. Operative notes from the revision surgery indicate that a bone scan showed "enhancement around the tibial component" and that there was a question of radiolucency around the tibial component; however, it was noted that the tibia was hit with several blows with a mallet prior to the surgeon being able to dislodge it. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that this patient is experiencing loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.